Event description:
In 2009, the patient reported she received an a1 (cartridge low) alarm on her insulin infusion device yesterday. She said she felt like she was "running high" and when she tested her reading was 385 mg/dl with her normal range being 70-200 mg/dl. She bolused 6 units of insulin and 2 hours later her reading was 505 mg/dl. She gave herself an injection of insulin. She stated she believes that, once the cartridge is running low, her infusion device does not properly deliver insulin. She said her previous device was replaced for the same issue. She stated she replaced her low cartridge yesterday, changed her infusion set tubing and her readings have been normal since. To troubleshoot, the patient confirmed the time, bolus history and basal rates on her device are accurate. She said she has received no other alarms or error and she has no air bubbles. The device adapter has not been changed since april and she was advised the adapter should be changed with every 10th cartridge change. She said she changes her cartridges 2 times per week. Troubleshooting did not find any product issues. She stated her readings are currently within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.